Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, data was further reviewed. A restart detection was noted in the data investigation; however the patient was not in a sensor session with the application on the date of the event. The allegation and probable cause could not be determined. No additional event or patient information is available.

Event description:
It was reported that the patient's sensor stopped working. The sensor was inserted into the abdomen on (B)(6) 2025. On the morning of (B)(6) 2025, the patient woke up vomiting and felt nauseous. The cgm was not providing readings when the event occurred. They took a bg reading which was 600 mg/dl. The patient self-treated with 2 units of humalog at home. The patient's partner took him to the hospital. When they arrived at the hospital, they took a bg reading which was 900 mg/dl and the patient was diagnosed with diabetic ketoacidosis. The patient was treated with bags of IV fluid, insulin ("bolus") and humalog at the hospital. At the time of the report the patient was still hospitalized for monitoring but recovered. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.